Event description:
The report indicated that a day after activating a new pod, the customer took sick and experienced continuously high bg's (386-greater than 500 mg/dl). His mother administered a manual insulin injection and took him to the hospital, where he was admitted overnight. At the hospital, a saline IV was given; the pod, however, was not removed. After returning from the hospital, his bg levels began to slowly come down. The pod will be returned for eval.

Manufacturer narrative:
The product was returned and evaluated. The eval indicates a problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized (though no "crackling" noise or resistance was noted in this report). The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.